Event description:
Related manufacturer reference number: 2017865-2022-40457. Related manufacturer reference number: 2017865-2022-40464. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was septic shock pneumonia. No additional information was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Electrical testing found no anomalies. The cause of infection could not be traced to the device.